Manufacturer narrative:
.

Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 481 mg/dl. The customer took a correction bolus via the pump. The customer reported that the pump basal rate setting is too low. A recommendation was made for the customer to contact their healthcare provider regarding settings adjustment. In addition, the customer reported that the insulin had been left in the car for several hours in cold weather and that the customer usually changes cartridges every 3 days. The customer was instructed regarding cartridge/insulin labeling instructions.